Event description:
It was reported the physician was unable to implant a lead due to the pt's anatomy. As a result, the physician abandoned the procedure.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.